Manufacturer narrative:
This complaint met MDR reporting criteria on 11/28/2017 when analysis found that the coil was kinked and stretched. Additional product codes: krd/hcg. Concomitant: a sheath introducer (supersheath, medikit), a guidewire (chikai 10, asahi intecc), a guiding catheter (7fr fubuki, asahi intecc), a micro catheter (headway, terumo) and an enpower were also used for this procedure.. (B)(6). (B)(4). Conclusion: the device (lot s12442) was returned with the label from its inner pouch. The label matches the product documented in the complaint. There is blood in the green introducer and the translucent introducer sheath. The embolic coil is located in the translucent introducer sheath. A segment of embolic coil protrudes from the skive of the translucent introducer sheath. There is a kink in the device positioning unit (dpu) core wire at the strain relief. The ball tip is intact. The protruded section of embolic coil is kinked and stretched. The proximal end of the embolic coil is severely stretched. The condition of the articulating joint and resistance heating (rh) coil are obscured by the translucent introducer sheath. There is some remodeling damage to the v-notch of the resheathing tool. Advancement cannot be tested because the embolic coil is stretched and protruding through the skive of the translucent introducer sheath. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that there was resistance or friction during advancement cannot be confirmed. Since the embolic coil has protruded from the skive of the translucent introducer sheath, it cannot be advanced out of the introducer. The protrusion of the embolic coil segment is evidence that the resheathing tool was advanced over the embolic coil while unsheathing the device. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing the embolic coil into the microcatheter, there is a risk that the embolic coil will be unsheathed and pass through the resheathing tool. This can cause damage to the embolic coil and can also cause it to protrude from the introducer. The kink in the dpu core wire at the strain relief is evidence that excessive force was applied to the device, possibly in an attempt to overcome resistance. Resistance could have been due to the protrusion of the embolic coil from the skive of the translucent introducer sheath, or it could have been due to insufficient flush. The presence of blood in the green introducer and translucent introducer sheath suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. There is no current safety signal identified related to the reported events based on reviews of complaint histories for the devices. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a heathcare professional, during a case of shunting to the cs opposite from the right mma, there was resistance between 2 deltaxtrasoft devices (dlx100206/ s12442 and dlx100206/ s12011) and a headway microcatheter. During product analysis, it was found that both coils were kinked and stretched. A guiding catheter was inserted and the microcatheter was accessed to the cs. After that, an attempt to insert one of the complaint coils; however, the coil could not be advanced at the hub portion of the catheter. The coil was removed once and the device was flushed, but the coil could not be inserted into the catheter. Therefore, the coil was replaced with the second complaint coil, but the same issue occurred. The coil was replaced with a competitive coil and the procedure successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. No additional information was available.